Event description:
It was reported 14 days post implant of a femoral-femoral bypass, the graft was leaking serous fluid at the distal anastomosis at the cuff. The doctor opened up the patient to see if there was a challenge with the anastamosis, or if the graft was infected. The surface area of the hood of the graft was "torn, blown out, shredded, but all pieces were still attached." The doctor tried to repair it, but was not able to stitch through it. The doctor cut off that section of the graft and patched it with a gore graft. The removed section was tested for infection, and it was negative.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation to date. Based on the info received, the results are inconclusive and the root cause of the event is unk.